Event description:
A report was received that a patient's precision system explanted, due to an infection. The patient was treated with antibiotic and is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be evaluated as they were discarded by the medical facility.